Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in two episodes with inappropriate shocks. The patient was noted to have been riding their bike at the time the shocks were delivered. This system was checked in clinic and noise was able to be reproduced with provocative maneuvers. The shock therapy was noted to be deactivated until further intervention can be determined. This system remains implanted. No adverse patient effects were reported.